Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for mixed product with the incident lot was not observed. One photo shows loose tubes and the other photo shows an opened shelf pack label. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to mixed product as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of mixed product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes, the package contained two different types of tubes. The label stated product number 367986 and lot number 3215461. The package contained the tubes stated on the label, as well as tubes with material number 367977, lot numbers 2251860 and 2129759. The tubes were not used, and there was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ blood collection tubes, the package contained two different types of tubes. The label stated product number 367986 and lot number 3215461. The package contained the tubes stated on the label, as well as tubes with material number 367977, lot numbers 2251860 and 2129759. The tubes were not used, and there was no report of patient impact.